Event description:
On (B)(6) 2013, this pt underwent endovascular repair and was implanted with gore excluder aaa endoprosthesis featuring the c3 delivery system; and a gore viabahn endoprosthesis. It was reported that two gore dryseal introducer sheaths were prepared for use and one was advanced facilitate the delivery of the trunk ipsilateral leg component via the right femoral artery. A chimney procedure was performed wherein the a viabahn endoprosthesis was implanted in the right renal artery. The trunk ipsilateral leg component was deployed at a level just distal to the left renal artery; and above the right renal artery. The contralateral gate was cannulated. It was reported that the aortography performed at this time showed a stagnation of contrast media in the region of the main trunk. Low systolic pressure was determined and the pt died shortly thereafter. It was reported that all the implanted grafts showed good patency at the time of aortography. The cause of death is unk. The physician does not attribute the pt's death to be caused or contributed by the gore devices.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: potential adverse events that may occur and/or require intervention include but are not limited to: death.